Manufacturer narrative:
E.1 initial reporter facility: (B)(6). D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, patient not crossing over to pyxis from center. There were no adverse events or injuries reported based on this event.